Manufacturer narrative:
Additional information: b5.

Event description:
New information noted that multiple non-sustained rv oversensing episodes occurred due to oversensing of noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation an alert for non-sustained right ventricular oversensing was noted. Review of the electrograms revealed the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. Programming changes were performed. The patient was in stable condition.